Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
This procedure was performed in (B)(6): the stent could not be released by withdrawing the outer sheath with normal strength. After the strength was increased, the grip handle loosened, but there were no signs that the stent was released. Investigation of the returned device on (B)(6), 2013 revealed that part of the protege gps stent was still in the outer sheath and the distal edge of the stent (fragment) was located approximately 2cm from the sheath's distal tip. A portion of the stent was not received.